Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with failure investigation results should the product be returned for eval.

Event description:
Customer reported the tip of the primary tubing breaks off inside the maxplus extension tubing. The event occurred on the phase two recovery area. There was no pt harm and medical intervention was not required. Although requested, no further pt or event info provided.